Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor attempted to deploy the 12-millimeter implant using the driver, but the unit failed to open while the driver continued to spin. Upon removal of the inserter and implant, it was discovered that the teeth of the driver were broken. The procedure was successfully completed with another driver. The event occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
Laboratory analysis of the returned device revealed that the end of the driver was completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. A labeling review was performed and it did not reveal any anomalies as it states as it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor attempted to deploy the 12-millimeter implant using the driver, but the unit failed to open while the driver continued to spin. Upon removal of the inserter and implant, it was discovered that the teeth of the driver were broken. The procedure was successfully completed with another driver. The event occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Laboratory analysis of the returned device revealed that the end of the driver was completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. A labeling review was performed and it did not reveal any anomalies as it states as it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Laboratory analysis of the returned device revealed that the end of the driver was completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. A labeling review was performed and it did not reveal any anomalies as it states as it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor attempted to deploy the 12-millimeter implant using the driver, but the unit failed to open while the driver continued to spin. Upon removal of the inserter and implant, it was discovered that the teeth of the driver were broken. The procedure was successfully completed with another driver. The event occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.